Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
As per a physician, the patient was currently receiving baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a flex dose rate of 630 mcg/day. The manufacturer / type of baclofen administered via the pump including drug lot number were unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. The patient was also receiving oral baclofen and treatment was ongoing; therapy dates were not reported. A pump pocket infection was confirmed. The event date was "(B)(6) 2015". The organism/strain was unknown. The drug related to the infection was indicated as having been the current drug (baclofen) in the pump. The patient was on antibiotics. It was reported that there was no allegation regarding device sterility. The physician was in need of assistance with lowering the patient's flex dosing. The healthcare provider (hcp) was weaning the patient down so they can remove the pump. Additional information has been requested including the manufacturer/type of baclofen intrathecal, drug therapy dates, drug lot number, other medications the patient was receiving at the time of the event, pertinent medical history, and resolution of the event / patient outcome. Additional information will be provided via a supplemental report as it becomes available. Additional information was received from a consumer via a company representative. The patient's medical history included spinal cord injury. Per this report, the pump delivered a dose of 100 mcg/day. On an unknown date, the pump eroded through the patient's skin and caused a pump pocket infection. The patient complained of discomfort and sensitivity in the pump implant area. The patient had a wound in the lower right abdomen where the pump protruded through the skin. No single event caused the erosion, it occurred over time. The erosion may have been caused by the pump's placement in the body. No diagnostics/troubleshooting was performed. On (B)(6) 2015, the entire pump system was explanted and not replaced. The patient status was alive - with injury. The plan was to re-implant a pump system in the future. The pump will not be returned to the manufacturer for analysis as the hospital refused due to contamination possibility from the patient's pump pocket infection.